Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device analysis: the returned device consisted of embold fibered delivery wire with perforations broken. The device was examined microscopically to reveal a bent distal coupler. No further device deficiencies were observed.

Event description:
It was reported that the coil fractured and portions of it were snared from the patient. A fractured portion of the coil extended into a non-target location. An embold? Fibered was selected for use to treat an embolic fistula during a y-90 mapping procedure. The coil passed through a truselect microcatheter to reach the target lesion. When the proximal release perforation was snapped, it appeared that a filament remained attached to the coil, and broke off proximally. Portions of the coil were snared out of the patient. The coil was in place in the target lesion, but part of the filament extended down into the aorta. There was no further intervention reported, and there were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil fractured and portions of it were snared from the patient. A fractured portion of the coil extended into a non-target location. An embold? Fibered was selected for use to treat an embolic fistula during a y-90 mapping procedure. The coil passed through a truselect microcatheter to reach the target lesion. When the proximal release perforation was snapped, it appeared that a filament remained attached to the coil, and broke off proximally. Portions of the coil were snared out of the patient. The coil was in place in the target lesion, but part of the filament extended down into the aorta. There was no further intervention reported, and there were no patient complications as a result of this event.